Manufacturer narrative:
Other, other text: one cadd cassette reservoir was received for the evaluation of a reported "no message" alarm. Three pictures were also received and no discrepancies were detected. The unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination and no discrepancies were found. A functional testing was also performed where a sample was connected to the cadd solis vip to look for unusual functions. The sample fully primed and connected without difficulty. No root cause could be determined since the complaint could not be confirmed. No corrective actions were required.

Event description:
Information was received indicating that when connecting a smiths medical cadd cassette reservoir to a pump, a "no message" alarm went off. After replacing the cassette with a new one, the pump was able to be used with no problem. There was no patient injury.